Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, describing blood glucose values rising and remaining over 300 mg/dl for several hours, with cause unclear. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention, and no medical or surgical treatment, and there were no alerts or alarms reported. Troubleshooting and education were completed with the user. Investigation included a review of complaint details and user feedback. Investigation of this case revealed no device malfunction identified and no confirmed device problem based on available information. It was concluded that the event was user-experienced hyperglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.